Manufacturer narrative:
The actual devices were not available; however, six (6) photographs of the samples were provided for evaluation. A visual inspection of the sponges revealed the presence of iodine. Functional testing could not be performed as no physical samples were returned and the complaint issue of ¿inadequate iodine¿ was a visual defect. Povidone iodine weight checks was performed with no issues noted. Total integrated quality inspections including both visual inspections and iodine weights were performed with no issues noted. The reported condition was not verified on the photo samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had inadequate iodine. This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.